Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was with tortuous anatomy. During the implant, the right ventricular (rv) lead was constantly dislodged. Subsequently, an rv lead was implanted but threshold was high, and the rv lead was removed. The following day, rv lead access was obtained from the right side and thresholds improved. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon further review the lead is deemed as a non medtronic - unknown lead. The lead was attempted and not implanted. Multiple attempts were made to obtain lead identification and no information was received. If additional information is obtained regarding this lead it will be added as needed. No further information is available.